Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for pre-dilation. However, it was noted that the balloon ruptured. The procedure was completed with this device and no complications were reported.